Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified right coronary artery (rca). A non-abbott guide wire was advanced into rca. Then a 2.5x15mm non-abbott balloon was advanced to predilate the lesion. After the indeflator was connected to the balloon and inflation was attempted, however, the indeflator did not work properly as it could not inflate the balloon. The indeflator was removed and troubleshooted on the prep table again, but still could not inflate. Another indeflator was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As the reported leak was unable to be confirmed during return analysis, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the device was not fully connected resulting in the reported leak. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.